Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the radiofrequency (rf) head connector was difficult to plug and unplug from the programmer. The cable and label were replaced, and the rf head passed final functional and systems tests. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.